Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure and a 2.25 x 28 mm xience nano stent was implanted in the heavily calcified ramus artery. No post dilatation was performed and the stent was noted to be well apposed. On (B)(6) 2012, the patient had an episode of chest pain. Catheterization was performed and intravenous ultrasound (ivus) noted that the stent struts were fractured at the proximal 1/3 of the stent and at the distal 1/3 of the stent. A 2.5 x 12 mm xience v rx stent was deployed at the distal third of the stent and a second 2.5 x 12 mm xience v rx stent was deployed at the proximal third of the stent. Post procedure ivus was performed and noted the fractures were covered by the newly place xience v stents and that the 2.5 x 12 mm stents were fully expanded and well apposed. There was no clinically significant delay and no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.